Event description:
It was reported the x-ray showed perfect placement of the lead. It was noted the patient had uncommon, low tolerance leg sensitivity versus vagina. It was reported the patient had been reprogrammed many times prior to intervention. It was noted the pain was located in the leg.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v612849, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had to go back two times to implant the leads and it was a lot of money and a lot of pain. A few weeks after implant the patient had another surgery because the lead wasn¿t placed right. It was reported that the patient was put to sleep too much and didn¿t understand what they were saying and that the patient was on a table that their face went into so they could work on the patient¿s back. The patient didn¿t think that their health care provider had expertise on making a patient comfortable.